Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's right atrial (ra) lead exhibited undersensing. Follow up with the patient's clinic revealed that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.